Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, showing inappropriate mode switch episodes, were observed. The cause was due to retrograde p waves and pacing p waves were being counted for an auto mode switch episode. Upon review of the session records, programming changes were recommended and made by the physician. Patient was stable and had no consequences due to the inappropriate auto mode switch episodes.